Event description:
The customer reported a speaker malfunction on monitor. No pt harm was reported.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.